Event description:
It was reported that the customer received an alarm on the insulin pump while changing the battery. Customer's blood glucose was not known. The insulin pump had not been out of used or store for an extended period of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.